Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the guidewire was not returned with the lead. There is no blood in the lumen of the lead. A fresh 0.014 guidewire was able to be passed through the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire would not pass through the lumen of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.